Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, the affected device has not been received.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question " are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module?¿ there was no reported patient impact.